Manufacturer narrative:
The device was returned to olympus for inspection, and the reported failure was not confirmed. Based on the results of the investigation, a probable root cause could not be identified. Should additional relevant information become available, a supplemental report will be submitted. Olympus will continue to monitor field performance for this device.

Event description:
It was reported that the image on the colonovideoscope kept disappearing. The issue was identified when inspected at the time of setup before the patient entered the room. There were no reports of patient involvement.